Event description:
Baxter (B)(4) received a report that an intermate leaked. The device was filled with a 250-ml solution of 90 mg pamidronate in 250 ml in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the broken tubing was due to a manufacturing defect.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample containing fluid in the overpouch. Visual examination of the unit confirmed a leak. The tubing at the junction of the luer post was partially broken. Functional leak test showed leakage at the site of the partially broken tubing. The root cause of leak was due to partially broken tubing at the junction of the luer post. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The incorrect manufacturing date was included in the initial medwatch.